Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as the "patient went on vacation and got peritonitis". The patient shared a room with their family and did not bring enough masks for family members to wear while pd exchanges were being done. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, duration and routes were not reported). At the time of this report, antibiotic treatment was ongoing. No further detail was provided regarding whether the patient was hospitalized for the event or regarding the outcome from the peritonitis event. It was not reported if pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.